Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of injury in a female patient who used super poligrip (formulation unknown) as denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced an unspecified injury. At the time of the report, the outcome of the event was unknown. Follow up information was received on (B)(6) 2010, via medical records. On (B)(6) 2006, the patient's zinc level was 1.36 (normal 0.66 to 1.10 ug/ml). On (B)(6) 2006, the patient's copper level was less than 0.10 (normal 0.75 to 1.45 ug/ml). Follow up information was received on (B)(6) 2011, via medical records. On (B)(6) 2006, electrodiagnostic studies were mildly abnormal and might be seen in an early, predominantly sensory axonal polyneuropathy. On (B)(6) 2006, the patient was seen in an oncology consultation for chronic anemia since 2002, associated with intermittent bilateral lower extremity swelling for the last three years. The patient had iron deficiency anemia in year 2002 and since then was started on oral iron. Assessment included chronic anemia, possibly related to chronic gastrointestinal bleeding, secondary to use of nonsteroidal anti-inflammatory drug and aspirin use in the past. On (B)(6) 2006, the patient noted that beginning about two years ago (approximately 2004), she began having symptoms of numbness in the top of her legs and tingling at the end of her fingers. The patient was diagnosed with iron-deficiency anemia about two years ago (approximately 2004). On (B)(6) 2006, it was noted that patient was numb up to her hips bilaterally. The patient was unable to walk without assistance, but was not using any assistive devices. The patient had developed tingling in her fingertips in the upper extremities bilaterally. On (B)(6) 2006, the patient had an illness characterized by progressive numbness of her feet and legs associated with an abnormal gait that began six months ago ((B)(6) 2006). The patient had problems with being very "off balance" and her legs gave way. She had fallen several times. Some outside workup showed a mild axonal sensory neuropathy. An electromyography study (on (B)(6) 2006) was normal. Fibrillation in the lower limb muscles with mildly large motor unit potentials in those muscles. On (B)(6) 2006, the patient had been taking 2 mg of copper for copper deficiency myeloneuropathy. The patient had used adhesive cream for her dentures. There was a recent abstract reporting copper deficiency in patient's using denture adhesive with zinc in it. On (B)(6) 2006, impression included myeloneuropathy. Questionable malabsorption, mediastinal adenopathy, asthma and chronic sinusitis, eosinophilia, positive trichinella antibody, positive autoimmune antibody, tachycardia, electrolyte abnormalities, and acute illness. The patient had abnormal median and tibial somatosensory evoked potentials with marked slowing in the central somatosensory pathways, most likely in the cervical spinal cord. The physician felt her symptoms were compatible with copper deficiency myeloneuropathy. The patient had undetectable serum copper and ceruloplasmin levels. Magnetic resonance imagings (mris) of the cervical, thoracic, and lumbar spines showed no obvious abnormality. Over all, the physician believed the patient must have had some type of malabsorptive disorder or infiltrative disorder causing her adenopathy and the abnormal findings on imaging of her bowel; as well as the malabsorption findings of hypoalbuminemia, hypocalcemia, low ceruloplasmin, and low copper. The patient was diagnosed with hypereosinophilic syndrome. The physician felt the malabsorption lead to copper deficiency, which in turn lead to the patient's neuropathy. The patient was started on copper replacement and was complaining of general muscle aches, as well as nausea and vomiting. The patient was to be admitted for observation and re-hydration, but the patient refused. On (B)(6) 2006, diagnosis included copper deficiency polyneuropathy. The patient's legs were not as swollen and she had improvement in her anemia with her hemoglobin going from 9 to 11.5. She continued to have numbness in her legs, weakness in her legs, and some lower extremity edema. On (B)(6) 2007, the patient's copper level was less than 20 (normal 70 to 155 mcg/dl). Copper 2 mg orally, twice daily was started. On (B)(6) 2007, the patient had a bone marrow transport clinic consultation. No explanation had been determined for numbness in the patient's legs and difficulty with ambulation. The patient had not lost sensation completely. The patient also reported her ankles had become very stiff over the past few months and were getting stiffer all the time. Bone marrow biopsy results were not diagnostic. On (B)(6) 2008, the patient reported experiencing significant fatigue and pain in her feet and legs more than usual over the last six weeks. Oral copper supplementation had resumed. On (B)(6) 2008, the patient continued to work full time. The patient sustained a hairline fracture three days ago. She turned her left ankle while walking and sustained a fracture that was treated with a boot. The patient continued to have low blood copper levels the previous month. On (B)(6) 2009, the patient complained her legs hurt a lot and she was hoping the pain would improve with continued improvement in her ige level. On 03/06/2009, the patient was reportedly on copper supplements since (B)(6) 2008 and continued in (B)(6) 2008. The patient's copper level was 135 on (B)(6) 2008.